Event description:
It was reported that during central processing, that the fenestrated bipolar forceps had a frayed wire. There was no report of patient involvement. Follow up has been performed to obtain additional information. However; no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation revealed that the instrument was not found with frayed wires. Instead, the instrument was found to have damage of the conductor wire insulation. The instrument passed the electrical continuity test. The wires were found to be exposed within the insulation. The root cause of this failure is attributed to component failure. An additional observation not reported by site was also identified. The instrument was found to have scratch marks/abrasions on the bipolar yaw pulley. Broken pieces were missing as a result. The size of the missing piece was approximately 0.015¿ x 0.037¿. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. No image or procedure video was provided for review. A review of the logs was performed. Per the review, it was confirmed the fenestrated bipolar forceps was last used on: system serial ¿ (B)(4) event date - (B)(6) 2022 with 8 uses remaining. This complaint is classified as a reportable event due to the following conclusion: the conductor wire of the fenestrated bipolar forceps instrument had damaged insulation and exposed wires, along with a passed electrical continuity test. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.